Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage tank inverter, controller board, and the generator interface board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 2800 system left monitor went black during a case. No patient injury was reported.